Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer did self test and the test was pass. Customer reported that the there was the second occurrence of hardware low level failure alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm (variable info=3) confirmed in the device history due to broken trace on u1 keypad assembly.